Event description:
Information was received from a consumer regarding a patient who was implanted with an external neurostimulator (ens). It was reported that trial patient didn't have any bowel movements yet at the time of the report. Trial patient was also experiencing some soreness but stated that they fell before having the procedure which may be due to that. Additional information was received, caller reported that trial patient tried going a couple of times the day of the report however couldn't pee but after going again the day of the report, it went really well. Mentioned was that trial patient device was set at 1. Patient did wear depends and it got really wet the night prior to the report. Trial patient was advised to follow up with their healthcare professional (hcp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.